Manufacturer narrative:
Concomitant medical product: 4058m45 lead implanted: (B)(6) 1991. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning, with ventricular high rate episodes noted along with noise/oversensing. The rv (right ventricular) lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received indicating that the rv lead was not explanted.